Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ortho case, the heatshrink on the plasmablade device detached. Nothing fell into the patient and there was no patient harm.

Manufacturer narrative:
(B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During an ortho case, the heatshrink on the plasmablade device detached. Nothing fell into the patient and there was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.